Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) was experiencing resets. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. As received, the battery charger was experiencing resets. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to flash memory components u102 and u105 on computer/analog board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery charger/modem. The last pt to use this charger/modem did not report any deficiencies.